Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a cartridge change, the cartridge fractured, leaving a fragment lodged beneath the piston, which prevented the ilet from completing a full rewind despite visible limited piston travel during tubing fill and subsequent attempts. Symptoms included no adverse clinical effects, and blood glucose remained stable. Outcomes included instructions to discontinue ilet use and revert to backup therapy, and a replacement device was provided. Investigation included troubleshooting with guided piston movement checks and assessment of rewind function. Investigation of the returned device revealed a broken cartridge component obstructing the piston, consistent with a cartridge crack and resultant mechanical interference within the pump cartridge chamber.